Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer experienced high blood glucose, customer blood glucose was 426 mg/dl, customer was treated with insulin pump. Troubleshooting was not completed. The customer's father did not mention if auto mode was in use. The insulin pump will not be returned for analysis.